Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es tower door and main drawer pockets fail randomly. The customer reported that when the user tried to remove the medication the space would not open properly and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawers 3.1 and 3.2 had rails that were damaged. A field service engineer took a half height drawer and used it to replace the broken one to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es tower door and main drawer pockets fail randomly. The customer reported that when the user tried to remove the medication the space would not open properly and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.